Event description:
General reported received of an unspecified number of undocumented incidents of concurrent flow. On unspecified dates, the primary tubing sets were being used to deliver unspecified volumes of either normal saline or 5% dextrose in water, at unspecified rates, via symbiq pumps. At unspecified times, the male adapter of secondary tubing sets were connected to the proximal clave y-site of the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. The primary solution containers were hung lower than the secondary solution containers. The customer contact reported that after 0.75 of the medications were delivered, concurrent flow was noted. The tubing of the primary tubing sets were clamped at unspecified locations and the secondary deliveries were completed. There were no reported adverse pt effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded. During the investigation, no possible causes for the customer reported concurrent flow were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.